Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two vascular stents were implanted on (B)(6) 2014 in the proximal 1/3 of the sfa for treatment of an occlusion of 270 mm length. Reportedly, there was no difficulty during use of the device. As reported, some time post stent implantation (date unknown), a stent fracture was discovered. No additional intervention was performed. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00037.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the provided images a stent twisting could be confirmed. An hourglass shaped constriction in the proximal part of the stent and fracture of single struts in different sections of the stent were determined. Potential product and non product related factors which may have caused or contributed to the alleged failure have been considered. Previous investigations of similar complaints have been reviewed. A root cause analysis for the failure mode of twisted stents has been previously performed to determine the root cause for this kind of event. Based on the performed root cause analysis, twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Due to the helical structure the stent has an inherent tendency to rotate clockwise upon deployment of the delivery system. The failure mode may occur when this rotational movement is constricted during stent deployment or when rotational forces are applied externally on the stent. Furthermore, also a stent fracture may occur when an outer force is exerted on the stent. Highly calcified vessel, patient condition or the vessel anatomy may contribute to an irregular placement of the stent and a subsequent stent twisting or fracture. In this case, no difficulties during stent release were reported and pre- and post-dilation of the lesion was performed. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard technique and that post stent expansion with a pta catheter is recommended. Also the IFU mentions stent fracture as a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Corrected medwatch report # 9681442-2017-00037 to # 9681442-2017-00051.

Event description:
It was reported that two vascular stents were implanted on (B)(6) 2014 in the proximal 1/3 of the sfa for treatment of an occlusion of 270 mm length. Reportedly, there was no difficulty during use of the device. As reported, some time post stent implantation (date unknown), a stent fracture was discovered. No additional intervention was performed. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00051.